Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynxgrip vascular closure (vcd) device failed pressure was held. There was no reported patient injury. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2433202 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the reported event, since patient related events cannot be duplicated in the lab, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural images, the reported customer complaint ¿sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure (vcd) device failed pressure was held. There was no reported patient injury. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a3a, a5, a6, b5, b7, g3, g6, h1, h2, h3 and h6 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure (vcd) pulled apart while being deployed. Pressure was held. There was no reported patient injury. The device was used in an angiogram procedure. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure (vcd) pulled apart while being deployed. Pressure was held. There was no reported patient injury. The device was used in an angiogram procedure. Other procedural details were requested but were not provided. The device was not returned for analysis. A product history record (phr) review of lot f2433202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿catheter-catheter detachment¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event of the device pulling apart while being deployed. However, procedural/handling factors (such as applying excessive tension) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.